Event description:
During an in-clinic follow-up, the device was unable to be interrogated via bluetooth low energy (ble) telemetry. No intervention was performed at this time. The patient was stable and will continue to be monitored.